Event description:
It was reported that a novum iq large volume pump had an issue of under infusion. This occurred during an unspecified process step. It was not specified if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the under infusion was not reproduced. Flow rate accuracy testing was performed, and it was noted that the pump was able to successfully infuse. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.